Event description:
It was reported that after 18,106 joules at 180 watts vaporization and 35 watts coagulation, while using the surgical fiber during a prostate procedure, significantly diminished tissue vaporization was observed. Reportedly, the physician requested a second fiber and the case was completed using the same settings. "A total of 66,025 joules were used, finishing the case to the physicians' satisfaction". Patient outcome: "ok" - there was no injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal glass tip is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char; the glass cap exhibits mild devitrification and mild detritus adhesion. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.